Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. Code b20: the device remains implanted and was, therefore, not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported from a clinical study: on (B)(6) 2024, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm and a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) was implanted. During this procedure, gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were used as branched devices in the visceral arteries. On (B)(6) 2024, acute renal failure was reported. Bilateral acute renal artery occlusion was observed. Patient was on dual antiplatelet therapy. On (B)(6) 2024, left and right renal artery total occlusion required treatment. The patient had anuric acute kidney injury and hypotension was also noted. Bilateral renal artery stenting and endovascular thrombectomy with angioplasty were performed. During intervention of the right renal artery, branch dissection occurred during thrombectomy of the occluded vbx device. A balloon angioplasty with a 6mm innova stent was implanted to cover the dissection. Hypotension was reported as overall medical condition secondary to renal occlusion. Norepinephrine was administered and patient recovered and the issue was resolved.